Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes mechanical and electrical testing on the device. A visual inspection was performed. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review showed no failures/problems that were the same as, or similar to the reported event. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported event. There was no non-conforming product found during sample analysis that was related to the reported issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 04:18:21. During night drain cycle four, the patient's ultrafiltration reading was 1565ml, indicating the home patient drained 1565ml more than their maximum programmed fill volume of 2600ml. No additional information is available.